Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing a severe hypoglycemic episode described as a ¿full-blown insulin reaction¿ while driving, which required pulling over for safety. No additional details regarding bg level, treatment, or outcome were available despite multiple follow-up attempts. The user declined further contact for additional information.